Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
Orif of fracture of the pelvis ring with use of stryker plates (matta, 18 holes flexplate). The received photo confirms the plate to be broken.

Event description:
Orif of fracture of the pelvis ring with use of stryker plates (matta, 18 holes flexplate). The received photo confirms the plate to be broken.

Manufacturer narrative:
Concomitant medical products and device evaluated by MFR the reported event that straight acetabular plate holes 18 length 214.5mm for screws ø3.5/4.5mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the use of improper equipment to bend the plate, or a misuse of the stryker equipment. The device inspection revealed the following: the plate is heavily twisted and bent in all planes. It is broken at the level of the 8th hole. Only one half of the plate has been returned. The broken plate shows a lot of deep scratches, uncommon to the type of scratched the recommended (stryker pro-matta) plate benders cause. Furthermore, the way the plate was bent was not usual to the way the use of stryker plate benders result in. A test was made on a brand new pelvis plate (catalog# 425758, lot # w35866) using a new stryker pro plate bender (703970), an older version of plate bender (702903) and a free hand bending of the plate. All these plate benders caused some slight scratching of the surface of the plate, but none as severe as the ones that can be noticed on the broken plate. The use of an inadequate plate bender or the misuse of stryker plate benders could most possibly be the root cause of the reported breakage. Moreover, a microscope inspection was used to analyses the breakage surface of the breakage area: shiny surfaces can be noticed, which prove that after the plate broke gradually and that the two parts of the plate rubbed against each other for a while, before it broke completely. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.